Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), fallopian tube perforation ('perforation (fallopian tube(s) and intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') in an adult female patient who had essure (batch no. 628437,12388998) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure device could not be properly placed in right tube" and device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included multigravida and parity 5. Concurrent conditions included anemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) of 2009, the patient experienced depression ("depression") and stress ("psychological or psychiatric problems ¿ stress"). In (B)(6) of 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) of 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse). In (B)(6) of 2019, the patient experienced adnexa uteri pain ("ovary pain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), urticaria ("hives"), acne ("acne"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), anxiety ("anxiety"), mood swings ("mood swings"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia"), alopecia ("hair loss"), back pain ("back pain"), pelvic pain ("pelvic pain") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with escitalopram oxalate (lexapro), iron and medroxyprogesterone. Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, intestinal perforation, vaginal haemorrhage, menorrhagia, dysgeusia, urticaria, acne, bladder disorder, urinary tract disorder, migraine, tooth disorder, depression, anxiety, mood swings, feeling abnormal, dysmenorrhoea, dyspareunia, weight increased, alopecia, back pain, pelvic pain, abdominal pain, stress, adnexa uteri pain and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, acne, adnexa uteri pain, alopecia, anxiety, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, intestinal perforation, menorrhagia, migraine, mood swings, pelvic pain, stress, tooth disorder, urinary tract disorder, urticaria, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2009 - left side, (B)(6) 2009 right side. Discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009. Insertion procedure: right cornua had 11 visible coils and the left cornua had 2 visible coils . Lot number: 12388998 manufacture date: 2009-02 expiration date: 2011-11 . Lot number: 628437 manufacture date: 2008-12 expiration date: 2011-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)') and intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's concurrent conditions included anemia. On 26(B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression") and stress ("psychological or psychiatric problems ¿ stress"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2019, the patient experienced adnexa uteri pain ("ovary pain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), urticaria ("hives"), acne ("acne"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), anxiety ("anxiety"), mood swings ("mood swings"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), back pain ("back pain"), pelvic pain ("pelvic pain") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with escitalopram oxalate (lexapro), iron and medroxyprogesterone. Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, intestinal perforation, vaginal haemorrhage, menorrhagia, dysgeusia, urticaria, acne, bladder disorder, urinary tract disorder, migraine, tooth disorder, depression, anxiety, mood swings, feeling abnormal, dysmenorrhoea, dyspareunia, weight increased, alopecia, back pain, pelvic pain, abdominal pain, stress, adnexa uteri pain and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, acne, adnexa uteri pain, alopecia, anxiety, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, intestinal perforation, menorrhagia, migraine, mood swings, pelvic pain, stress, tooth disorder, urinary tract disorder, urticaria, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received- new events apareunia (inability to have sexual intercourse), stress, ovary pain, she didn¿t undergo essure confirmation test were added. New reporter, medical history, concomitant and treatment drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)') and intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') in an adult female patient who had essure (batch no. 628437,12388998) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure device could not be properly placed in right tube" and device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included multigravida and parity 5. Concurrent conditions included anemia. In (B)(6)2009, the patient experienced depression ("depression") and stress ("psychological or psychiatric problems ¿ stress"). On (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6)2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2019, the patient experienced adnexa uteri pain ("ovary pain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), urticaria ("hives"), acne ("acne"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), anxiety ("anxiety"), mood swings ("mood swings"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), back pain ("back pain"), pelvic pain ("pelvic pain") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with escitalopram oxalate (lexapro), iron and medroxyprogesterone. Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, intestinal perforation, vaginal haemorrhage, menorrhagia, dysgeusia, urticaria, acne, bladder disorder, urinary tract disorder, migraine, tooth disorder, depression, anxiety, mood swings, feeling abnormal, dysmenorrhoea, dyspareunia, weight increased, alopecia, back pain, pelvic pain, abdominal pain, stress, adnexa uteri pain and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, acne, adnexa uteri pain, alopecia, anxiety, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, intestinal perforation, menorrhagia, migraine, mood swings, pelvic pain, stress, tooth disorder, urinary tract disorder, urticaria, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6)2009 - left side, (B)(6)2009 right side discrepancy noted in insertion dates: (B)(6)2009, (B)(6)2009 insertion procedure: right cornua had 11 visible coils and the left cornua had 2 visible coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs and mr received: lot no. Was added. New event - essure device could not be properly placed in right tube was added. Reporter's information, patient demography, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)') and intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), urticaria ("hives"), acne ("acne"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), depression ("depression"), anxiety ("anxiety"), mood swings ("mood swings"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), back pain ("back pain"), pelvic pain ("pelvic pain") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, intestinal perforation, vaginal haemorrhage, menorrhagia, dysgeusia, urticaria, acne, bladder disorder, urinary tract disorder, migraine, tooth disorder, depression, anxiety, mood swings, feeling abnormal, dysmenorrhoea, dyspareunia, weight increased, alopecia, back pain, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, intestinal perforation, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, urticaria, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury deleted and new events vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction type: metallic taste in mouth, hives, acne, bladder disorder, urinary problems, migraines / headaches, dental problems, depression, anxiety, mood swings, brain fog, dysmenorrhea, dyspareunia, perforation (uterus), weight gain, perforation (fallopian tube(s), perforation (other) please describe and state the location of the perforation: bowel, hair loss, back pain, pelvic pain and abdomen pain added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.